Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown hip was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report, histopathology report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page; 2 stryker hips. One robotic and fast, the other more complicated. Now 6 years later I fell in shower and cracked my femur close to implant. Just stay off for 10 weeks and it is healing great!.